Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was working normally. A field service engineer confirmed that customer was allowed to access and inventory the drawer, including the pocket of concern. No issues were found. The fse verified in the hardware test application and completed the test successfully. No issue with the drawer. A field service engineer believed the problem was related to how the current medication was pended to the pocket, possibly incorrectly. Customer informed that would reach out to the pyxis coordinators to resolve the issue. Functionality was tested successfully. The field service engineer also remoted into the device prior to going on-site to confirm there was no failed drawer. The system functioned as intended after the field service engineer investigated with the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer 2 failure when user attempted to refill or retrieve a medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.